Event description:
Additional information received form the manufacturer representative reported that they had an alleged overdischarge. The last successful recharge was in (B)(6) 2015. The patient was going to meet with the representative to do a physician mode recharge and clear a power on reset. It was noted that the overdischarge had not been resolved and the cause was unknown.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the device was not on/not working and she hadn't charged it in 4-5 months. The patient wanted a manufacturer re presentative (rep) to check her device. Poor communication was reported on the patient programmer (pp). The recharger would not communicate. She was unable to charge. The last time she felt stimulation was 4-5 months prior. The patient didn't have a managing healthcare provider (hcp) because she would go to (B)(6). She was upset as she didn't want to ask someone at (B)(6) to set up an appointment with a rep. The patient refused to provide further details of the event. It was reviewed with the patient that the device was likely over discharged. She could not communicate with external equipment. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.